Manufacturer narrative:
Patient¿s date of birth and weight are unknown. Date of event reported as (B)(6) 2017; exact date is unknown. Additional device product code: hrs. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on an unknown date of (B)(6) 2017, a variable angle (va) locking screw was out in on power with a torque limiter and went all the way through the plate. Screw was easily retrieved within 2-3 minutes and was successfully replaced with a different screw. The surgery went as planned. This report is for one (1) 2.4mm va locking screw star drive 24mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The returned device was forwarded to the manufacturing site for evaluation. As received: the head threads on the screw are damaged and there is a foreign substance in the screw threads. The part was identified to be part number 02.210.124, 2.4mm va locking screw stardrive 24mm. Lot number for the part 02.210.124 is unknown, so DHR review cannot be performed. The head thread profile was checked using transparency gage. The threads are present but cannot be measured due to substantial thread damage. The available data supports the complainant¿s description of the complaint condition therefore this complaint is confirmed. Investigation summary: since the feature relevant to the complaint condition could not be evaluated it is unknown if the cause of the complaint condition is a result of the manufacturing process. Therefore, complaint is not confirmed. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.